Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation did not verify a system malfunction. Investigation of the case showed a drb shift and partial occlusion of the drb during navigation. A drb shift can lead to navigational integrity issues and the misplacement of screws. Ultimately, the user was unable to resolve the navigational integrity issues within this case and final screws were placed using fluoroscopy. There were no reported adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, after submitting two screws, the case was aborted due to robotic error, and remaining screws were placed without robot.